Event description:
A 25 mm diameter x 15 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel tortuosity and calcification are unknown. The aneurysm sac has increased from 5 cm to 5.3 cm within 7 months and a request for a talent aortic cuff under ide (g020050) was requested. The aortic neck diameter has increased since the time of implant, resulting in the need of a 32 mm aortic cuff. It was reported that 20 months post implant the CT demonstrated the presence of a type I endoleak resulting in the expansion of the aortic aneurysm. The pt is not a surgical candidate due to pt's age, health status and co-morbidites. The physician elected to implant an aneurx aortic cuff and a talent aortic cuff with a successful outcome.